Event description:
Physician inserted the internal carotid shunt into the common carotid artery and the common carotid shunt into the internal carotid artery. When the balloon was inflated it ruptured the internal carotid at the base of the skull. Suggest color coding the ends of the shunts and putting a pressure release on the common carotid shunt.